Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vich13.2, +07.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. Significant reduction of irido-corneal angels, elevated iop, and excessive vault was reported. The lens was removed and exchanged on (B)(6) 2019 with a shorter lens. The problem was resolved.